Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to cup spun out. Additional information received from litigation on (B)(6) 2018. Put in a stryker dual mobility system and replaced the head and neck. Components not revised: profemur® gladiator® stem w/collar prgl-cm04 (B)(4); profemur® gladiator® distal centralizer prgl-dc06 (B)(4).